Event description:
Laser was on and tested. When it was ready for use, laser was put into treat mode and would not start. Biomed was called into the room and laser was taken out and back up laser was brought in and used.